Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error. The caller also mentioned being hospitalized with high blood glucose of 600 or 700mg/dl as well having an infection, and she was given shots. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that she went thru airport scanner while wearing the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.